Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was leaking insulin and that there was a crack on the pod. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the pcb, preventing the retrieval of download data. A tear was observed in the exposed portion of the soft cannula which was resulted in fluid leaking from the device. The timing and cause of the cannula damage could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. The recorded battery voltages were insufficient. The cause of the low recorded battery voltages could not be conclusively determined.